Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 carriage was stuck at the bottom of the range of motion and failed to move up. When the customer inserted an instrument on usm 4, it slowly fell toward the patient. When the tse had the customer push on the carriage, it moved down and then sprang back up. However, when the instrument was installed, usm 4 did not move up. The customer performed a hard power cycle on the patient side cart (psc), but the issue persisted. The tse could not find any related error in the logs. The customer used the remaining three usm arms to complete the procedure. There was no reported injury.